Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which determined the device had the foot drilled, the nose tube was loose in the nose cone and the device failed cutter insertion. It was determined that this was caused by failure to follow the directions for use. The burr was improperly loaded into the attachment and then installed onto the drill. Therefore, the burr did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the drill was started, the burr drilled into or through the neuro tip. It was determined that the cutter could not be inserted because the bearings are worn and out of axial alignment. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the foot was drilled on the craniotome device. It was further reported that the nose cone was loose. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.